Manufacturer narrative:
Product analysis conclusion: the reported endoleak can be confirmed on the images provided; however, the exact type or cause of the endoleak could not be determined from the limited images provided. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. It is possible that the observed endoleak my have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are potential root causes, especially considering the noted calcification in this case. Progression of the vessel angulation seen just distal to the stent graft and potential aneurysm morphology changes during the almost 8 years implant duration, may have also exacerbated the fabric abrasion wear. A type ib endoleak cannot be fully ruled out considering the location of the observed contrast leakage but additional films for review of the distal seal were not provided. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Additional information received; the aneurysm was confirmed as 95mm in diameter currently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a aaa. Max aaa diameter is 95mm. It was reported approximately 8 years post the index procedure follow up showed a type iiib endoleak with aneurysm enlargement. Intervention was performed. Intraop angio confirmed the type iiib and an additional valiant captivia (B)(6) was implanted and the endoleak was resolved. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.